Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, metrorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation - fallopian tubes, expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (bleeding b/w periods), hormonal changes, headaches, weight gain and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.